Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during routine programming, a small area of the patient's incision in their upper back was opened. Reportedly, the patient was placed on oral antibiotics for 10 days as precaution. Follow-up identified the issue still persists. Cultures were not taken and there was no infection confirmed. Subsequent follow-up revealed the issue resolved.